Event description:
Reporter alleged pt's blood glucose measured 288 mg/dl compared to a lab result of 49 mg/dl performed within 5 minutes of each other. It was stated no treatment info could be provided on the pt. The MFR was unable to provide any add'l info on the test strips despite several unsuccessful attempts that were made to try to contact the reporter. A request was made for the return of the suspect device and replacement product was sent.